Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had receiver motor error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.